Manufacturer narrative:
Date of event: the exact date of the event is unknown. The customer indicated that the incident occurred some time in (B)(6) 2017. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a nurse gave a patient 50 units of insulin instead of 5 units with a 1 ml bd¿ tuberculin syringe with 25 g x 5/8 in. Bd precisionglide¿ detachable needle because he/she misread the syringe markings. The overdose was noticed approximately one minute after insulin administration. The patient received two d50 boluses and his/her blood glucose levels were monitored (unknown frequency). The overdose did not result in a serious injury or patient death.